Event description:
The manufacturer's representative (rep) reported that starting a few weeks after implant the consumer was intermittently feeling a shocking sensation in their spine where the leads were which wasn't correlated to position as it happened with and without adaptivestim groups. It was noted the rep. Tried giving the consumer hd settings in the past along with giving them access to change the pulse width as they complained that stimulation coverage was good, but was either too strong or too weak, but they still felt the shocking. An impedance check was performed with all normal results suggesting the device was intact. In an attempt to resolve the issue the consumer was given three new programs to try including one with full control over the pulse width and rate along with a hd program. The rep. Had not heard anything further from the consumer. Relevant medical history includes movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.